Manufacturer narrative:
The ca2 reagent lot number was 76576301 with an expiration date of 28-feb-2025. The calibration trace contained some std e alarms, the qc trace showed occasional recovery outside the ranges, and the alarm trace indicated issues with sample probe movement, aspiration, and cell blank measurement. Fse performed maintenance by cleaning the sample and reagent probes, checking the gear pump and pressure, checking the rinse tubing, and cleaning the reaction disc belt. Calibration and qc were performed and they were acceptable. The alarm trace was provided but without the date and time stamp. It showed a sample short alarm, an abnormal probe sucking alarm, several abnormal sample probe movements, calibration alarms, a couple of cell blank out of limits, and several abnormal sample aspiration alarms. The root cause was consistent with a mechanical issue of the instrument. The service actions done by the fse resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 module when compared to a different cobas 6000 c501 module. Initial result: 14.14 mg/dl (tested on the 1st c501 using a sample tube). The customer questioned the initial result, transferred the original sample to a hitachi sample cup, and repeated it 3 times. 1st repeat result: 12.11 mg/dl. 2nd repeat result: 8.99 mg/dl (tested on a 2nd c501). 3rd repeat result: 9.19 mg/dl (tested on the 1st c501 after maintenance was performed). The 2nd repeat result of 8.99 mg/dl was deemed to be correct and reported to the patient.